Event description:
On 10/06/2016 tosoh bioscience, inc. Notified that on (B)(6) 2016 a specimen was tested several times for beta hcg on a tosoh aia-360 analyzer and the results did not correlate. Qcs were all within acceptable range. On (B)(6) 2016 specimen run at 9:51 am for bhcg result = 81.9 miu/ml; specimen rerun at 10:39 am result = 0.9 miu/ml; specimen rerun at 11:28 am result =1.0 miu/ml. On (B)(6) 2016 specimen run at 10:24 am in a group of other samples result = 28.7 miu/ml. On (B)(6) 2016 specimen rerun result = <0.5 miu/ml. Unknown date specimen redrawn and rerun result = <0.5 miu/ml. Root cause: failure or error in diluent delivery.